Event description:
The reporter indicated that surgeon implanted a 13.2mm vicm513.2 implantable collamer lens with a -4.0 diopter, into the patient's left eye (os) on (B)(6) 2022. The lens was later removed and replaced for a shorter length lens due to the lens being too large. Reportedly. "Did an exchange late last week and the patient is happy."

Manufacturer narrative:
Weight, ethnicity, race:unk claim# (B)(4).

Manufacturer narrative:
B5: lens was implanted and removed on (B)(6) 2022 due excessive vault and significant reduction of iridocorneal angles. Cause of the event is reported as, "low cb-cb lenght." Exchanged resolved the problem. "Status of the eye is reported as, "temporal iris atrophy." H3: device evaluation: lens was not returned with the box. Supp1 - duplicate report for claim (B)(4). Claim# (B)(4).

Manufacturer narrative:
D4 - expiration date: (B)(6) 2023 should be added to the initial MDR. Claim # (B)(4).

Manufacturer narrative:
A4-a6:unk. Initial duplicate. Claim# (B)(4).

Event description:
The reporter indicated that surgeon implanted a 13.2mm vicm513.2 implantable collamer lens with a -5.0 diopter, into the patient's right eye (od) on (B)(6) 2022. The lens was later removed and replaced for a shorter length lens due to the lens being too large. Reportedly. "Did an exchange late last week and the patient is happy."